Event description:
The patient underwent vns generator replacement due to near end of service (neos) = yes. It was noted that prior to the surgery the patient had an increase in seizures. System diagnostics were within normal limits. It was noted that the explanted generator was not available for return. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the increase in seizures was below pre-vns baseline, and the physician believes the seizures were due to low vns battery. No additional relevant information has been received to date.